Event description:
Olympus medical systems corp. (Omsc) was found that during the incoming inspection of the subject device, the endoscopic image colud not be displayed on the screen of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon (no image), and also found that this phenomenon was caused by the failure of printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based the investigation result, omsc concluded the reported phenomenon was attributed to the failure of the printed circuit board, which might be caused accidentally. If additional information is received, this report will be supplemented.